Manufacturer narrative:
Additional information. Updated. Csi ID: (B)(4).

Event description:
A viperwire advance coronary guide wire with flex tip was used during a coronary procedure. During removal of the viperwire, the tip of the viperwire fractured inside the left anterior descending artery (lad). The tip of the viperwire remained in the artery. A stent was deployed over the viperwire. The patient was stable.

Manufacturer narrative:
B3: month and year valid. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).